Manufacturer narrative:
Review of the product history records indicate they were manufactured and accepted into final stock with no reported discrepancies. There have been no other similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
The surgeon reports patient status post left accolade ii total hip appear to be loose with the patient complaining of pain. The surgeon decided to revise the hip through the anterior approach. The stem was carefully removed using osteotomes and a burr. The femur was then prepared using the short citation stem per surgical technique. Satisfied with the size and the stability a new stem and head was implanted. Surgery was performed without incident.